Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an employee of the manufacturer regarding an implant of the implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome performed on (B)(6) 2017. The implant occurred 71 days after the use before date ((B)(6) 2016). No patient symptoms were reported.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative reported the healthcare professional did not have the correct implant date and serial number of the ins. The implant date and device serial number were incorrect. The correct information was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.